Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient reported via phone call that he went to the ER for a high blood glucose of 565 mg/dl. The patient was treated via insulin IV. Troubleshooting occurred for the insulin pump and there were no malfunctions or anomalies noted with the device. However, there were five to six air bubbles within the tubing. The reservoir was not returned for analysis.